Event description:
The customer reports that while flushing with 10ml of saline the user noticed fluid leaking around the insertion site just below the dressing. The user was able to aspirate blood and could not see any leak, so did not do much more. Seven days later it was reported that leaking was noticed again. A new PICC was inserted.

Manufacturer narrative:
(B)(4). The customer returned one 2-l PICC catheter for evaluation. The catheter contained obvious signs of use in the form of biological material. After the catheter failed functional testing, the catheter body was microscopically examined. The catheter contained one small slit towards the juncture hub. The slit was smooth and straight, which is damage consistent with the catheter coming in contact with a sharp object (scissors, scalpel, needle, etc.). The catheter body contained one small slit 18" from the distal end. The total catheter body measured to be 19.80" which is within specifications of 19.5-20.0" per product drawing. The catheter was initially flushed using a lab inventory syringe to ensure there were no blockages. Then, the distal end of the catheter body was clamped and the two extension lines were pressurized using a lab inventory syringe. When the proximal line was tested, water leaked from the slit in the catheter body. The distal line functioned as expected. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a catheter leak was confirmed by complaint investigation of the returned sample. The catheter contained one small slit in the body, damage consistent with coming in contact with a sharp object. A device history record review was performed with no relevant findings. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that while flushing with 10ml of saline the user noticed fluid leaking around the insertion site just below the dressing. The user was able to aspirate blood and could not see any leak, so did not do much more. Seven days later it was reported that leaking was noticed again. A new PICC was inserted.